Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll tip bulk convenience pak contained foreign matter. Verbatim: on (B)(6) 2026, during visual inspection of lot 20260429-5605bf rocuronium bromide 50mg/5ml (10mg/ml), it was observed that one syringe contained a foreign particulate. This unit is available for return. Details for your investigation: product: sterile syringe tray 5ml lot number: 5212183 part number: 309703 number of defective units: 1 defect type: foreign particulate product complaint : (B)(4). Please let me know the results of the investigation.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. Ftir testing was not possible because when attempting to collect the material from the sample, it was too brittle to be collected. Analysis of the photo showed that a yellowish foreign material is present in the barrel of the syringe. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.